Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, an unspecified leak of the supply bag was observed during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During the troubleshooting, it was reported that one of the supply bags on the white clamp line was leaking. The patient could not determine the location of the leak. The patient confirmed that there was no loose connection and everything was properly tightened. There was no cut, slice, hole or damage noticed on the supply bag or cassette. Renal therapy services (rts) advised patient to close the clamps and assisted in clearing the alarm. Rts assisted the patient in cassette removal and advised to start over using new supplies or use manual supplies to complete their therapy. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.